Event description:
It was reported that the battery in the implantable cardioverter defibrillator (ICD) is not lasting as long as expected. The device will be replaced soon but currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: performance data was collected from the device and revealed that the battery voltage - pre/approaching elective replacement indicator. The weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery=2.698 to 2.643 volts between (B)(6) 2012 is before device recommended replacement indicator <= 2.6251 volt.